Event description:
This rv lead was implanted on (B)(6) 2002 and remains implanted at this time. This lead exhibited oversensing. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).